Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer via manufacturer representative regrading an incident. It was reported that screws broke after lumbar fusion. Debating on having another procedure done to remove screws. And patient symptoms reported as sciatica nerve issues. Cat scans was the additional test/treatment done. Additional information received on 07-jan-2021. It was reported that patient having spinal and nerve pain which has become excruciating, along with on and off paralysis of right leg. No further complications were reported.

Manufacturer narrative:
Radiographic image review : ap x-rays post op lumbar fusion levels not listed. Date from surgery unknown. Interbody shaft present at two levels. Fusion status unknown. Both of the infusion screws appears to be fractured, hardware placement is otherwise appropriate. The review was conducted by health care professional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received through patient medical record. It was reported that in (B)(6) 2010 posterior lumbar fusion was performed on l4-l5, l5-s1. Posterior spinal instrumentation with pedicle screw fixation. Pre-operative diagnosis was severe spinal stenosis left l4-l5, l5, s1. Herniated nucleus pulposus left l4-l5, l5, s1. Advanced degenerative disk disease l4-l5, l5, s1 with persistent low back pain and collapse. Lumbar radiculopathy, status post l5, s1 micro lumbar discectomy. In (B)(6) 2014 patient was assaulted, injured his neck and was knocked unconscious. Surgery was recommended but his symptoms was improved so surgery was not indicated. Then symptom worsened with posterior next pain, which seems to increasing in frequency and intensity. Pain was localized to the base of neck and interscapular region. Pain was sharp and radiating to right ue and symptoms were increasing with neck motion and weakness in upper extremities. Tingling and numbness in the neck region and in hands. Patient used cane to ambulate due to severe left knee pain associated to severe osteoarthritis. In (B)(6) 2017 during patient follow-up follow-up for cervical radiculopathy, patient still complaint of pain and dysfunction. And acdf surgery scheduled. On (B)(6) 2017 anterior cervical discectomy c5-c6, c6-7; anterior cervical fusion c5-c6, c6-7 was performed with competitor products. On (B)(6) 2017 approximately 2 weeks post acdf c5-c6, c6-c7. Patient states that he was doing well, and complaint of some operative site pain and stiffness and he is improving. He additionally compliant of right shoulder pain. Pain and numbness in upper extremities are greatly improved. On (B)(6)2017 3-month post acdf c5-c6, c6-c7. Patient complaint of some operative site pain and stiffness and he is improving. Pain and numbness in upper extremities are greatly improved. Patient complains of some insomnia and neck pain. On (B)(6) 2018 3 months post acdf c5-c6, c6-c7. Patient complaint of some operative site pain and stiffness and he is improving. Knee pain is improving and recommended knee arthroplasty. Patient was concerned with right side clavicle deformity and was told this could be dislocated by his physical therapist. On (B)(6) 2020 3 years post acdf c5-c6, c6-c7. Patient doing well. Sustained fall at his home getting off his bed on (B)(6) 2020. Pain is tolerable and taking pain meds through pcp. Patient had pdlf l3-5 2010. Patient states that pain was localized to the belt line, sharp and non-radiating and symptoms are increased with lumbar range of motion. Pain in upper buttocks. Patient has vascular complaint swelling in the le before his fall. On (B)(6) 2021 review of CT and MRI ¿ numbness in cervical region reported. Left and right hip has decreased range of motion. Lumbar <(>&<)> cervical flexion and extension decreased. X-ray revels cervical spondylosis greatest in sub axial spine. There was no spondylolisthesis. X-rays shows appropriate placement of hardware. On (B)(6) 2020 -cervical - x-rays shows appropriate placement of hardware. On (B)(6) 2020 -lumbar ¿ right and left l5 transpedicular screw fracture. On (B)(6) 2020 ¿ lumbar MRI images shows po stsurgical change as well as degenerative change with moderate central canal most narrowing pronounced at l3-l4. Neural foraminal narrowing from l2-l3 through l5-s1. On (B)(6) 2020 ¿ CT image shows postsurgical change in osteopenia and straightening of the normal lumbar lordosis. The broken screws on x-rays were not easily seen on CT but there was bridging fusion. Treatment plan: recommended physical therapy and pain mgmt. Discussed about broken screw removal but patient had fusion at that time. Physician recommended conservative management and if fails would consider l3-l4 revision.